Event description:
After successful predilation with an edwards 20x40 mm balloon, the patient's circulation collapsed. The surgeons decided on an immediate implantation of a sapien3 23mm. The heart was stopped, so no rapid pacing was necessary. During valve implantation, the delivery system jumped with the mounted valve above the native annulus. ECMO was connected during the unstable circuit. An x-ray check revealed that both ostia were free and a pvl type 2-3 was detected due to the too high position of the valve. Therefore, a second sapien3 23mm was successfully implanted at the level of the native annulus and the first valve was fixed accordingly. As the second valve could not completely fixate the leaflets of the first valve, a central regurgitation type 2 occurred. Subsequently, an evolut 26mm was implanted. Finally, there was no pvl and no central regurgitation. The patient left the operating room with ECMO attached. Patient was discharged.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections a4, b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "valve deployment and position - malpositioned thv" and "valve deployment and position - deployed valve exhibits paravalvular leak" were confirmed from imagery review. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training manual revealed no inadequacies. As reported, "during valve implantation, the delivery system jumped with the mounted valve above the native annulus. ECMO was connected during the unstable circuit. An x-ray check revealed that both ostia were free and a pvl type 2-3 was detected due to the too high position of the sapien3 23 mm. Therefore, a second sapien3 23 mm was successfully implanted at the level of the native annulus and the first sapien3 23 mm was fixed accordingly." "Valve deployment and position - malpositioned thv": per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple factors that contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. In this case, it was noted that the top of s3 first position is at the stj, whereas just before the inflation it is above the stj, too high. As such, improper initial valve positioning may have caused the malposition. Review of 3mensio also revealed that the annulus/leaflets were calcified. Prior to thv deployment, stored tension must be released. Thv may lock into calcium during position creating stored tension, which could also lead the valve to malposition during deployment. As such, available information suggests that patient factors (calcification) and/or procedural factors (valve positioning technique, not releasing tension prior deployment) may have contributed to the reported event. "Valve deployment and position - deployed valve exhibits paravalvular leak": per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with the tavr procedure. In this case, the valve was malpositioned (implanted too aortic), which can impact the proper sealing of the valve skirt and the annulus. As such, available information suggests procedural factors (thv malposition) may have contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.